Manufacturer narrative:
No patient involvement reported. Unknown when device actually malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review could not be conducted due the insufficient information. Device was used for treatment, not diagnosis. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that k-wires are getting stuck on an insertion guide, and the tip of an inter-lock screwdriver is damaged/bent. There was no procedure involvement. No other additional information provided. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and since an additional complaint was created to capture complaint in (B)(4), (B)(4) is being retracted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and since an additional complaint was created to capture complaint in (B)(4), (B)(4) is being retracted.